Manufacturer narrative:
The pump powered up properly after battery installation. No critical pump error alarm was noted. The pump passed the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was received with a scratched case, a missing display window cover, a pillowing keypad overlay, and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called in to report that she had high blood glucose of 18 mmol/l and that her insulin pump was alarming critical pump error. Customer stated that she treated her high blood glucose with a manual injection because the insulin pump had critical pump error was displayed on the screen. Advised customer that we will send a replacement insulin pump.

Manufacturer narrative:
The information provided with initial report was incorrect. The correct information has been provided with this report.